Event description:
It was reported that stimulation was causing the patient's arm to feel stiff, and stimulation in his neck was causing headaches. The patient had difficulty turning stimulation off, but was able to with assistance. It was later reported that the patient had dementia and it was difficult to determine the true issues with the system. The hcp noted that the scs system had been removed. See MFR. Rep. # 3004209178-2012-05199 for additional system issues.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer. (B)(4).